Event description:
It was reported that the black strip on the shaft of the device came off in the patient and was retrieved. Procedure was completed with a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence.